Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface device while on the anterior chamfer cut, the warning error signal appeared on screen and system stopped. The surgeon chose to move to a manual procedure and put robot aside. Checked the error signal and confirmed the saw interface could be coming loose. Checked the saw interface connection around base was tight - but movement off saw interface and saw handgun was very loose. It was reported that there were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the device was not returned for evaluation. However photos were provided for review. The photographic evidence revealed the front and lateral view of the reported sasi. The device exhibits an overall worn appearance and remnants of organic material. However, no defects that could have contributed to the reported event were observed. Without the return of the suspect right-sasi, a functional testing was not able to be performed. Therefore, the investigation could not draw any conclusions about the complaint scenario "movement of sasi and saw handgun was very loose¿. Additionally, a photograph of the screen was provided, confirming the reported error message. Based on previous investigated application-terminating errors, the "saw3 cac318" is related to the unclasping of the sasi where it connects to the planar articulator; most likely caused by the user inadvertently snagging the clasp during use, causing the clamp mechanism to disengage. Information provided by the customer revealed that "it appeared that the sasi had become unclasped when inspecting following the error message"; however, this event was not able to be confirmed by the user. The assignable root cause could not be determined.